Manufacturer narrative:
A partial lead with the connector pin measuring 13.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a generator changeout, lead insulation and conductors were found to be broken. The supraventricular contractor section of the lead was cut in order to cap the lead. The physician does not believe it was cut too far back in the pocket. A new lead was implanted. No further information is available.